Event description:
It was reported that this patient underwent a ureteroscopy stent procedure. Upon entering the bladder, it was noticed that there was a piece of a zero tip basket moving up into the ureter, which most likely occurred during the previous surgery that was performed about 5 months ago. The component was carefully removed from the patient and the procedure continued. There were no additional patient complications reported.